Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient had their left ventricular (lv) lead capped and replaced with an epicardial lead on (B)(6) 2017 for an unknown reason. The patient condition was also unknown.